Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2020-01689 1. Section h. Box 6. Device code 1 evaluation of the returned engine revealed a functional device. During the functional test, the engine was powered on an achieved vacuum within specification. All four vacuum indicator lights were illuminated. The engine remained powered on for a half an hour and no issues were observed. The root cause of the reported complaint could not be confirmed. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral vein using a penumbra engine (engine). During the procedure, the engine was unable to produce full aspiration and the indicator lights on the engine would only illuminate up to two lights. The engine was then turned off and turned back on to achieve aspiration with all four indicator lights illuminated; however, all four lights on the engine would not consistently stay illuminated. The procedure was completed using the same engine. There was no report of an adverse effect to the patient.